Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), embedded device ('coiling is firmly embedded within the tissue'), pelvic pain ('pain'), autoimmune thyroiditis ('autoimmune disorder: hashimoto¿s'), procedural haemorrhage ('they had a hard time stopping the bleeding') and cholelithiasis ('gallbladder pink crystals inside') in a 39-year-old female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, bacterial vaginosis, urinary incontinence, oral surgery, pregnancy, hypertension, mental disorder, postpartum depression, uterine bleeding, abdominal pain, dysfunctional uterine bleeding, dyspareunia, pelvic pain, autoimmune thyroiditis, hypothyroidism, polycystic ovarian syndrome, cervicitis, adhesion, dysmenorrhea, foreign body reaction and intraoperative hemorrhage. Previously administered products included for birth control: seasonal from 2009 to 2012; for an unreported indication: acetaminophen-hydrocodone, acetaminophen, ibuprofen, levothyroxine, micronor, oxybutin, clindamycin, levothyroxine, acetaminophen and tramadol. Concurrent conditions included overactive bladder since 2010, obesity, vomiting, diarrhea, chest pain, right upper quadrant pain, arthritis, acute cholecystitis, menses irregular, anxiety, intrauterine infection, morbid obesity, cognitive disorder, anemia and diffuse cystic mastopathy. Concomitant products included norethisterone (micronor) in 2013 for contraception as well as ferrous sulfate from 2013 to 2017, folic acid, hypericum perforatum extract (turineurin), levothyroxine, levothyroxine sodium (levoxyl), minerals nos;vitamins nos (prenatal vitamins), oxybutynin hydrochloride (diatropan) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes: moody / hormonal changes - describe:"). In (B)(6) 2014, the patient experienced pustule ("rashes or skin conditions: unexplained pus filled bumps"). In (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("autoimmune disorder: pcos/ pcos"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal infection ("infection: vaginal infections / infection (bladder/urinary tract/vaginal) - type:"). In (B)(6) 2015, the patient experienced gallbladder disorder ("gastrointestinal /digestive system condition - type: had gallbladder removed") and alopecia ("hair loss"). In 2015, the patient experienced depression ("psychological /psychiatric problems: depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dental caries ("dental problems tooth decay and deterioration"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding: vaginal"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years after insertion of essure. In (B)(6) 2017, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding: menorrhagia"), abdominal distension ("gastrointestinal /digestive system condition: distended belly/ bloating"), pain of skin ("skin pain on foot, legs and hands / scalp pain"), myalgia ("generalised muscle pain"), arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain"), hypothyroidism ("hypothyroidism"), hirsutism ("facial hair"), asthenia ("no energy that I had to use a wheelchair"), skin discolouration ("my skin was color less"), oesophageal pain ("esophagus and chest were on fire"), chest pain ("chest was hurting"), pain ("pain radiated down my arm"), dyspnoea ("trouble breathing"), gastrooesophageal reflux disease ("acid reflux"), gallbladder enlargement ("gallbladder enlarged swollen"), cholelithiasis (seriousness criterion medically significant), pelvic floor muscle weakness ("pelvic floor disorder"), systemic lupus erythematosus ("lupus"), irritable bowel syndrome ("ibs"), crohn's disease ("crohns disorder"), enterobiasis ("pinworm parasites") and influenza ("influenza"). The patient was treated with surgery (gallbladder removal, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and gallbladder removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, embedded device, pelvic pain, procedural haemorrhage, gallbladder disorder, menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, nausea, allergy to metals, depression, pustule, pain of skin, vaginal discharge, myalgia, arthralgia, vulvovaginal pain, hirsutism, asthenia, skin discolouration, oesophageal pain, chest pain, pain, dyspnoea, gastrooesophageal reflux disease, gallbladder enlargement, cholelithiasis, pelvic floor muscle weakness, systemic lupus erythematosus, irritable bowel syndrome, crohn's disease, enterobiasis and influenza outcome was unknown, the autoimmune thyroiditis, polycystic ovaries, weight increased and hypothyroidism was resolving, the vaginal haemorrhage, fatigue, abdominal distension, alopecia, mood altered and vaginal infection had resolved and the dental caries had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, autoimmune thyroiditis, chest pain, cholelithiasis, crohn's disease, dental caries, depression, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, enterobiasis, fatigue, gallbladder disorder, gallbladder enlargement, gastrooesophageal reflux disease, headache, hirsutism, hypothyroidism, influenza, irritable bowel syndrome, menorrhagia, migraine, mood altered, myalgia, nausea, oesophageal pain, pain, pain of skin, pelvic floor muscle weakness, pelvic inflammatory disease, pelvic pain, polycystic ovaries, procedural haemorrhage, pustule, skin discolouration, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight: 245 lbs. Patient had ulcer drugs allergy, misoprostol allergy. Essure systemic foreign body reaction diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, migraines, hashimoto¿s thyroiditis, nausea, dysmenorrhea, dyspareunia, weight gain, pelvic pain, vaginal discharge, depression, joint pain, hair loss" and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record received. Events hypothyroidism, pcos, facial hair, no energy that I had to use a wheelchair, my skin was color less, esophagus and chest were on fire, chest was hurting, pain radiated down my arm, trouble breathing, acid reflux, gallbladder enlarged swollen, gallbladder pink crystals inside, pelvic floor disorder, pid, lupus, ibs, crohns disorder, pinworm parasites and influenza were added. Outcome for event tooth decay was not resolved. Event weight gain, hypothyroidism were recovering. Hair loss and bloating were resolved. On 2-dec-2019: fu5 and fu6 were processed together. Concomitant medication added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiling is firmly embedded within the tissue'), pelvic pain ('pain'), autoimmune thyroiditis ('autoimmune disorder: hashimoto¿s') and procedural haemorrhage ('they had a hard time stopping the bleeding') in a 39-year-old female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, bacterial vaginosis, urinary incontinence, oral surgery, pregnancy, hypertension, mental disorder, postpartum depression, uterine bleeding, abdominal pain, dysfunctional uterine bleeding, dyspareunia, pelvic pain, autoimmune thyroiditis, hypothyroidism, polycystic ovarian syndrome, cervicitis, adhesion, dysmenorrhea, foreign body reaction and intraoperative hemorrhage. Previously administered products included for birth control: seasonale from 2009 to 2012; for an unreported indication: acetaminophen-hydrocodone, acetaminophen, ibuprofen, levothyroxine, micronor, oxybutin, clindamycin, levothyroxine, acetaminophen and tramadol. Concurrent conditions included overactive bladder since 2010, obesity, vomiting, diarrhea, chest pain, right upper quadrant pain, arthritis, acute cholecystitis, menses irregular, anxiety, intrauterine infection, morbid obesity, cognitive disorder, anemia and diffuse cystic mastopathy. Concomitant products included norethisterone (micronor) in 2013 for contraception as well as ferrous sulfate from 2013 to 2017, folic acid, hypericum perforatum extract (turineurin), levothyroxine sodium (levoxyl), minerals nos;vitamins nos (prenatal vitamins), oxybutynin hydrochloride (diatropan) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes: moody / hormonal changes - describe:"). In (B)(6) 2014, the patient experienced rash pustular ("rashes or skin conditions: unexplained pus filled bumps"). In (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("autoimmune disorder: pcos"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal infection ("infection: vaginal infections / infection (bladder/urinary tract/vaginal) - type:"). In (B)(6) 2015, the patient experienced gallbladder disorder ("gastrointestinal /digestive system condition - type: had gallbladder removed") and alopecia ("hair loss"). In 2015, the patient experienced depression ("psychological /psychiatric problems: depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dental caries ("dental problems tooth decay and deterioration"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding: vaginal"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years after insertion of essure. In (B)(6) 2017, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding: menorrhagia"), abdominal distension ("gastrointestinal /digestive system condition: distended belly"), pain of skin ("skin pain on foot, legs and hands / scalp pain"), myalgia ("generalised muscle pain"), arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (gallbladder removal and laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, procedural haemorrhage, gallbladder disorder, menorrhagia, dental caries, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, headache, nausea, allergy to metals, depression, rash pustular, pain of skin, vaginal discharge, weight increased, myalgia, arthralgia and vulvovaginal pain outcome was unknown, the autoimmune thyroiditis and polycystic ovaries was resolving and the vaginal haemorrhage, fatigue, mood altered and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gallbladder disorder, headache, menorrhagia, migraine, mood altered, myalgia, nausea, pain of skin, pelvic pain, polycystic ovaries, procedural haemorrhage, rash pustular, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additioanl surgery. Current weight: 245 lbs. Patient had ulcer drugs allergy, misoprostol allergy. Essure systemic foreign body reaction diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, migraines, hashimoto¿s thyroiditis, nausea, dysmenorrhea, dyspareunia, weight gain, pelvic pain, vaginal discharge, depression, joint pain, hair loss" and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune disorder: hashimoto¿s") and procedural haemorrhage ("they had a hard time stopping the bleeding") in a 39-year-old female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, bacterial vaginosis, urinary incontinence, oral surgery, pregnancy, hypertension, mental disorder and postpartum depression. Previously administered products included for birth control: seasonale from 2009 to 2012; for an unreported indication: levothyroxine, micronor and clindamycin. Concurrent conditions included obesity, overactive bladder since 2010, vomiting, diarrhea, chest pain, right upper quadrant pain, arthritis, acute cholecystitis, menses irregular, anxiety, intrauterine infection, morbid obesity, cognitive disorder, anemia and diffuse cystic mastopathy. Concomitant products included norethisterone (micronor) in 2013 for contraception as well as ferrous sulfate from 2013 to 2017, folic acid, hypericum perforatum extract (turineurin), levothyroxine sodium (levoxyl), minerals nos;vitamins nos (prenatal vitamins), multivitamin and oxybutynin hydrochloride (diatropan). On (B)(6)2013, the patient had essure inserted. In june 2013, the patient experienced fatigue ("fatigue"). In july 2013, the patient experienced mood altered ("hormonal changes: moody / hormonal changes - describe:"). In january 2014, the patient experienced rash pustular ("rashes or skin conditions: unexplained pus filled bumps"). In march 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("autoimmune disorder: pcos"), migraine ("migraines") and headache ("headaches"). In june 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2015, the patient experienced vaginal infection ("infection: vaginal infections / infection (bladder/urinary tract/vaginal) - type:"). In april 2015, the patient experienced gallbladder disorder ("gastrointestinal /digestive system condition - type: had gallbladder removed") and alopecia ("hair loss"). In 2015, the patient experienced depression ("psychological /psychiatric problems: depression"). In january 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2016, the patient experienced dental caries ("dental problems tooth decay and deterioration"). In july 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In february 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding: vaginal"). On (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years after insertion of essure. In september 2017, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6)2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding: menorrhagia"), abdominal distension ("gastrointestinal /digestive system condition: distended belly"), pain of skin ("skin pain on foot, legs and hands / scalp pain"), myalgia ("generalised muscle pain"), arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (gallbladder removal and hysterectomy with bilateral salpingectomy omn (B)(6)2017). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, procedural haemorrhage, gallbladder disorder, menorrhagia, dental caries, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, headache, nausea, allergy to metals, depression, rash pustular, pain of skin, vaginal discharge, weight increased, myalgia, arthralgia and vulvovaginal pain outcome was unknown, the autoimmune thyroiditis and polycystic ovaries was resolving and the vaginal haemorrhage, fatigue, mood altered and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gallbladder disorder, headache, menorrhagia, migraine, mood altered, myalgia, nausea, pain of skin, pelvic pain, polycystic ovaries, procedural haemorrhage, rash pustular, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additioanl surgery. Current weight: 245 lbs. Patient had ulcer drugs allergy, misoprostol allergy. Essure systemic foreign body reaction diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on(B)(6)2013: total bilateral occlusion; on (B)(6)2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, migraines, hashimoto¿s thyroiditis, nausea, dysmenorrhea, dyspareunia, weight gain, pelvic pain, vaginal discharge, depression, joint pain, hair loss". Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet was received. Lot number was added. Reporter information, medical history, concomitant drug was added. Events onset date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune disorder: hashimoto¿s") and procedural haemorrhage ("they had a hard time stopping the bleeding") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis, bacterial vaginosis, urinary incontinence, oral surgery, pregnancy, hypertension, mental disorder and postpartum depression. Previously administered products included for birth control: seasonal from (B)(6) to (B)(6) ; for an unreported indication: levothyroxine, micronor and clindamycin. Concurrent conditions included obesity, overactive bladder since (B)(6) , vomiting, diarrhea, chest pain, right upper quadrant pain, arthritis, acute cholecystitis, menses irregular, anxiety, intrauterine infection, morbid obesity and cognitive disorder. Concomitant products included folic acid, hypericum perforatum extract (turineurin), levothyroxine sodium (levoxyl), multivitamin and oxybutynin hydrochloride (diatropan). On (B)(6) 2013, the patient had essure inserted. In (B)(6) , the patient experienced fatigue ("fatigue") and mood altered ("hormonal changes: moody / hormonal changes - describe:"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and skin disorder ("rashes or skin conditions: unexplained pus filled bumps"). In (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal /digestive system condition - type: had gallbladder removed") and alopecia ("hair loss"). In (B)(6) , the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("autoimmune disorder: pcos"), vaginal infection ("infection: vaginal infections / infection (bladder/urinary tract/vaginal) - type:") and depression ("psychological /psychiatric problems: depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) , the patient experienced dental caries ("dental problems tooth decay and deterioration") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In (B)(6) , the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, 4 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding: vaginal"). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding: menorrhagia"), abdominal distension ("gastrointestinal /digestive system condition: distended belly"), pain of skin ("skin pain on foot, legs and hands / scalp pain"), myalgia ("generalised muscle pain"), arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy omn (B)(6) 2017) and surgery (gallbladder removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, procedural haemorrhage, gastrointestinal disorder, menorrhagia, dental caries, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, headache, nausea, allergy to metals, depression, skin disorder, pain of skin, vaginal discharge, weight increased, myalgia, arthralgia and vulvovaginal pain outcome was unknown, the autoimmune thyroiditis and polycystic ovaries was resolving and the vaginal haemorrhage, fatigue, mood altered and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, mood altered, myalgia, nausea, pain of skin, pelvic pain, polycystic ovaries, procedural haemorrhage, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight: 245 lbs. Patient had ulcer drugs allergy, misoprostol allergy. Essure systemic foreign body reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, migraines, hashimoto¿s thyroiditis, nausea, dysmenorrhea, dyspareunia, weight gain, pelvic pain, vaginal discharge, depression, joint pain, hair loss. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs and mr received: reporters added. Demographic conditions added. Device insertion and removal date were updated. Surgery added. Concomitant diseases and drugs were added. Historical drugs and conditions were added. Reporter causality comments added. Event onset date, outcome and severity were updated. Events: abnormal bleeding: vaginal, menorrhagia, hashimoto¿s disease, pcos, dysmenorrhea, dyspareunia, fatigue, distended belly, hair loss, moody, vaginal infections, migraines, headaches, nausea, nickel allergy, depression, unexplained pus filled bumps, skin pain on foot, legs and hands, vaginal discharge, weight gain, tooth decay and deterioration, gallbladder removal, lower abdomen pain, vaginal pain, generalized muscle pain, joint pain, procedural bleeding were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiling is firmly embedded within the tissue"), pelvic pain ("pain"), autoimmune thyroiditis ("autoimmune disorder: hashimoto¿s") and procedural haemorrhage ("they had a hard time stopping the bleeding") in a 39-year-old female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, bacterial vaginosis, urinary incontinence, oral surgery, pregnancy, hypertension, mental disorder, postpartum depression, uterine bleeding, abdominal pain, dysfunctional uterine bleeding, dyspareunia, pelvic pain, autoimmune thyroiditis, hypothyroidism, polycystic ovarian syndrome, cervicitis, adhesion, dysmenorrhea, foreign body reaction and intraoperative hemorrhage. Previously administered products included for birth control: seasonale from 2009 to 2012; for an unreported indication: acetaminophen-hydrocodone, acetaminophen, ibuprofen, levothyroxine, micronor, oxybutin, clindamycin, levothyroxine, acetaminophen and tramadol. Concurrent conditions included obesity, overactive bladder since 2010, vomiting, diarrhea, chest pain, right upper quadrant pain, arthritis, acute cholecystitis, menses irregular, anxiety, intrauterine infection, morbid obesity, cognitive disorder, anemia and diffuse cystic mastopathy. Concomitant products included norethisterone (micronor) in 2013 for contraception as well as ferrous sulfate from 2013 to 2017, folic acid, hypericum perforatum extract (turineurin), levothyroxine sodium (levoxyl), minerals nos;vitamins nos (prenatal vitamins), oxybutynin hydrochloride (diatropan) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In july 2013, the patient experienced mood altered ("hormonal changes: moody / hormonal changes - describe:"). In (B)(6) 2014, the patient experienced rash pustular ("rashes or skin conditions: unexplained pus filled bumps"). In (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("autoimmune disorder: pcos"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal infection ("infection: vaginal infections / infection (bladder/urinary tract/vaginal) - type:"). In (B)(6) 2015, the patient experienced gallbladder disorder ("gastrointestinal /digestive system condition - type: had gallbladder removed") and alopecia ("hair loss"). In 2015, the patient experienced depression ("psychological /psychiatric problems: depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dental caries ("dental problems tooth decay and deterioration"). In july 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding: vaginal"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years after insertion of essure. In (B)(6) 2017, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding: menorrhagia"), abdominal distension ("gastrointestinal /digestive system condition: distended belly"), pain of skin ("skin pain on foot, legs and hands / scalp pain"), myalgia ("generalised muscle pain"), arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (gallbladder removal and laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, procedural haemorrhage, gallbladder disorder, menorrhagia, dental caries, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, headache, nausea, allergy to metals, depression, rash pustular, pain of skin, vaginal discharge, weight increased, myalgia, arthralgia and vulvovaginal pain outcome was unknown, the autoimmune thyroiditis and polycystic ovaries was resolving and the vaginal haemorrhage, fatigue, mood altered and vaginal infection had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune thyroiditis, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gallbladder disorder, headache, menorrhagia, migraine, mood altered, myalgia, nausea, pain of skin, pelvic pain, polycystic ovaries, procedural haemorrhage, rash pustular, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additioanl surgery. Current weight: 245 lbs. Patient had ulcer drugs allergy, misoprostol allergy. Essure systemic foreign body reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, migraines, hashimoto¿s thyroiditis, nausea, dysmenorrhea, dyspareunia, weight gain, pelvic pain, vaginal discharge, depression, joint pain, hair loss" and embedded device. Most recent follow-up information incorporated above includes: on 15-feb-2019: medical record received- new event coiling is firmly embedded within the tissue were added from medical record. Medical history and reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), embedded device ('coiling is firmly embedded within the tissue'), pelvic pain ('pain'), autoimmune thyroiditis ('autoimmune disorder: hashimotos'), procedural haemorrhage ('they had a hard time stopping the bleeding') and cholelithiasis ('gallbladder pink crystals inside') in a 39-year-old female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, bacterial vaginosis, urinary incontinence, oral surgery, pregnancy, hypertension, mental disorder, postpartum depression, uterine bleeding, abdominal pain, dysfunctional uterine bleeding, dyspareunia, pelvic pain, autoimmune thyroiditis, hypothyroidism, polycystic ovarian syndrome, cervicitis, adhesion, dysmenorrhea, foreign body reaction and intraoperative hemorrhage. Previously administered products included for birth control: seasonale from 2009 to 2012; for an unreported indication: acetaminophen-hydrocodone, acetaminophen, ibuprofen, levothyroxine, micronor, oxybutin, clindamycin, levothyroxine, acetaminophen and tramadol. Concurrent conditions included overactive bladder since 2010, obesity, vomiting, diarrhea, chest pain, right upper quadrant pain, arthritis, acute cholecystitis, menses irregular, anxiety, intrauterine infection, morbid obesity, cognitive disorder, anemia and diffuse cystic mastopathy. Concomitant products included norethisterone (micronor) in 2013 for contraception as well as ferrous sulfate from 2013 to 2017, folic acid, hypericum perforatum extract (turineurin), levothyroxine, levothyroxine sodium (levoxyl), minerals nos;vitamins nos (prenatal vitamins), oxybutynin hydrochloride (diatropan) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes: moody / hormonal changes - describe:"). In (B)(6) 2014, the patient experienced pustule ("rashes or skin conditions: unexplained pus filled bumps"). In (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("autoimmune disorder: pcos/ pcos"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal infection ("infection: vaginal infections / infection (bladder/urinary tract/vaginal) - type:"). In (B)(6) 2015, the patient experienced gallbladder disorder ("gastrointestinal /digestive system condition - type: had gallbladder removed") and alopecia ("hair loss"). In 2015, the patient experienced depression ("psychological /psychiatric problems: depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2016, the patient experienced dental caries ("dental problems tooth decay and deterioration"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding: vaginal"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years after insertion of essure. In (B)(6) 2017, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding: menorrhagia"), abdominal distension ("gastrointestinal /digestive system condition: distended belly/ bloating"), pain of skin ("skin pain on foot, legs and hands / scalp pain"), myalgia ("generalised muscle pain"), arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain"), hypothyroidism ("hypothyroidism"), hirsutism ("facial hair"), asthenia ("no energy that I had to use a wheelchair"), skin discolouration ("my skin was color less"), oesophageal pain ("esophagus and chest were on fire"), chest pain ("chest was hurting"), pain ("pain radiated down my arm"), dyspnoea ("trouble breathing"), gastrooesophageal reflux disease ("acid reflux"), gallbladder enlargement ("gallbladder enlarged swollen"), cholelithiasis (seriousness criterion medically significant), pelvic floor muscle weakness ("pelvic floor disorder"), systemic lupus erythematosus ("lupus"), irritable bowel syndrome ("ibs"), crohn's disease ("crohns disorder"), enterobiasis ("pinworm parasites"), influenza ("influenza") and loose tooth ("loosing teeth"). The patient was treated with surgery (gallbladder removal, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and gallbladder removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, embedded device, pelvic pain, procedural haemorrhage, gallbladder disorder, menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, nausea, allergy to metals, depression, pustule, pain of skin, vaginal discharge, myalgia, arthralgia, vulvovaginal pain, hirsutism, asthenia, skin discolouration, oesophageal pain, chest pain, pain, dyspnoea, gastrooesophageal reflux disease, gallbladder enlargement, cholelithiasis, pelvic floor muscle weakness, systemic lupus erythematosus, irritable bowel syndrome, crohn's disease, enterobiasis and influenza outcome was unknown, the autoimmune thyroiditis, polycystic ovaries, weight increased and hypothyroidism was resolving, the vaginal haemorrhage, fatigue, abdominal distension, alopecia, mood altered and vaginal infection had resolved and the dental caries had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, autoimmune thyroiditis, chest pain, cholelithiasis, crohn's disease, dental caries, depression, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, enterobiasis, fatigue, gallbladder disorder, gallbladder enlargement, gastrooesophageal reflux disease, headache, hirsutism, hypothyroidism, influenza, irritable bowel syndrome, loose tooth, menorrhagia, migraine, mood altered, myalgia, nausea, oesophageal pain, pain, pain of skin, pelvic floor muscle weakness, pelvic inflammatory disease, pelvic pain, polycystic ovaries, procedural haemorrhage, pustule, skin discolouration, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additioanl surgery. Current weight: 245 lbs. Patient had ulcer drugs allergy, misoprostol allergy. Essure systemic foreign body reaction diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, migraines, hashimoto¿s thyroiditis, nausea, dysmenorrhea, dyspareunia, weight gain, pelvic pain, vaginal discharge, depression, joint pain, hair loss" and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information was added. Events: loosing teeth was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), embedded device ('coiling is firmly embedded within the tissue'), pelvic pain ('pain'), autoimmune thyroiditis ('autoimmune disorder: hashimoto¿s') and cholelithiasis ('gallbladder pink crystals inside') in a 39-year-old female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, bacterial vaginosis, urinary incontinence, oral surgery, pregnancy, hypertension, mental disorder, postpartum depression, uterine bleeding, abdominal pain, dysfunctional uterine bleeding, dyspareunia, pelvic pain, autoimmune thyroiditis, hypothyroidism, polycystic ovarian syndrome, cervicitis, adhesion, dysmenorrhea, foreign body reaction and intraoperative hemorrhage. Previously administered products included for birth control: seasonale from 2009 to 2012; for an unreported indication: acetaminophen-hydrocodone, acetaminophen, ibuprofen, levothyroxine, micronor, oxybutin, clindamycin, levothyroxine, acetaminophen and tramadol. Concurrent conditions included overactive bladder since 2010, obesity, vomiting, diarrhea, chest pain, right upper quadrant pain, arthritis, acute cholecystitis, menses irregular, anxiety, intrauterine infection, morbid obesity, cognitive disorder, anemia and diffuse cystic mastopathy. Concomitant products included norethisterone (micronor) in 2013 for contraception as well as ferrous sulfate from 2013 to 2017, folic acid, hypericum perforatum extract (turineurin), levothyroxine, levothyroxine sodium (levoxyl), minerals nos;vitamins nos (prenatal vitamins), oxybutynin hydrochloride (diatropan) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes: moody / hormonal changes - describe:"). In (B)(6) 2014, the patient experienced pustule ("rashes or skin conditions: unexplained pus filled bumps"). In (B)(6) 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), polycystic ovaries ("autoimmune disorder: pcos/ pcos"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal infection ("infection: vaginal infections / infection (bladder/urinary tract/vaginal) - type:"). In (B)(6) 2015, the patient experienced gallbladder disorder ("gastrointestinal /digestive system condition - type: had gallbladder removed") and alopecia ("hair loss"). In 2015, the patient experienced depression ("psychological /psychiatric problems: depression"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dental caries ("dental problems tooth decay and deterioration"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding: vaginal"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years after insertion of essure. In (B)(6) 2017, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced procedural haemorrhage ("they had a hard time stopping the bleeding"). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding: menorrhagia"), abdominal distension ("gastrointestinal /digestive system condition: distended belly/ bloating"), pain of skin ("skin pain on foot, legs and hands / scalp pain"), myalgia ("generalised muscle pain"), arthralgia ("joint pain"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain"), hypothyroidism ("hypothyroidism"), hirsutism ("facial hair"), asthenia ("no energy that I had to use a wheelchair"), skin discolouration ("my skin was color less"), oesophageal pain ("esophagus and chest were on fire"), chest pain ("chest was hurting"), pain ("pain radiated down my arm"), dyspnoea ("trouble breathing"), gastrooesophageal reflux disease ("acid reflux"), gallbladder enlargement ("gallbladder enlarged swollen"), cholelithiasis (seriousness criterion medically significant), pelvic floor muscle weakness ("pelvic floor disorder"), systemic lupus erythematosus ("lupus"), irritable bowel syndrome ("ibs"), crohn's disease ("crohns disorder"), enterobiasis ("pinworm parasites"), influenza ("influenza") and loose tooth ("loosing teeth"). The patient was treated with surgery (gallbladder removal, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and gallbladder removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, embedded device, pelvic pain, procedural haemorrhage, gallbladder disorder, menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, nausea, allergy to metals, depression, pustule, pain of skin, vaginal discharge, myalgia, arthralgia, vulvovaginal pain, hirsutism, asthenia, skin discolouration, oesophageal pain, chest pain, pain, dyspnoea, gastrooesophageal reflux disease, gallbladder enlargement, cholelithiasis, pelvic floor muscle weakness, systemic lupus erythematosus, irritable bowel syndrome, crohn's disease, enterobiasis and influenza outcome was unknown, the autoimmune thyroiditis, polycystic ovaries, weight increased and hypothyroidism was resolving, the vaginal haemorrhage, fatigue, abdominal distension, alopecia, mood altered and vaginal infection had resolved and the dental caries had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, autoimmune thyroiditis, chest pain, cholelithiasis, crohn's disease, dental caries, depression, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, enterobiasis, fatigue, gallbladder disorder, gallbladder enlargement, gastrooesophageal reflux disease, headache, hirsutism, hypothyroidism, influenza, irritable bowel syndrome, loose tooth, menorrhagia, migraine, mood altered, myalgia, nausea, oesophageal pain, pain, pain of skin, pelvic floor muscle weakness, pelvic inflammatory disease, pelvic pain, polycystic ovaries, procedural haemorrhage, pustule, skin discolouration, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additioanl surgery. Current weight: 245 lbs. Patient had ulcer drugs allergy, misoprostol allergy. Essure systemic foreign body reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, migraines, hashimoto¿s thyroiditis, nausea, dysmenorrhea, dyspareunia, weight gain, pelvic pain, vaginal discharge, depression, joint pain, hair loss" and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media content received . Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.